Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Devices remain implanted in the patient; therefore, a device evaluation will not be completed. The review of manufacturing lot could not be performed as the lot number was not provided. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the four year routine follow-up visit it was discovered that the left limb had retracted into the aneurysm sac, in addition to a type 1b endoleak and stent graft migration. The revision procedure has not yet been scheduled as the patient is reportedly too sick due to unrelated health issues to undergo the procedure.